Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the 9mm head broke off during reaming and was removed with the bullet tip guide wire.